Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had a blurry and distorted screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the updated results of the legal manufacturer's final investigation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely b30 scope communication error occurred due to a faulty universal cable and there was a blurred and distorted screen due to component failure of the universal cord sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the screen became blurred and distorted when shook the uc sheath was due to component failure of the uc sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additionally, b30 inner diameter communication error occurred during electronic laparoscope for surgery. There were no reports of patient harm.